Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a trisegmentectomy procedure, the package was opened and the reload had no staples. There is no patient involved in this event.